Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 408mg/dl. The customer had symptoms such as breathing but had asthma and treated with manual injections. The customer states there was keypad anomaly. Customer's blood glucose value was 387mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but a small air bubble. There were no site or insulin issues. The device settings were correct. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on act and up. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.